Event description:
It was reported that a user experienced hyperglycemia with a glucose value of 290 mg/dl and a stable trend after temporarily disconnecting to shower and then reconnecting, while using an inset 23" 6 mm and with no leaking or alerts reported; glucose began stabilizing and decreasing during the call, and no recent meals or snacks were announced. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization and no alerts or alarms. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms or observed infusion set issues during the event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.